Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. Customer was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer stated the insulin pump alarm was not occurred after battery changed. Insulin pump alarm was recurring during normal use. Customer received other insulin pump error alarm. Customer reported they were able to clear the alarm and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.